Manufacturer narrative:
Two 20019e7d samples were received for investigation with residual fluid present in the line; no packaging was received with the samples, however the customer indicates the affected lot number to be 20036187. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to testing by connecting a 50ml bd plastipak syringe from bd stock to each smartsite component and flushing; the customer's experience was not replicated as no occlusion or flow resistance was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20036187 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was unable to flush. The following information was provided by the initial reporter: the reported feedback suggests extention set 20019e7d unable to flush. Detailed incident description: extension set code 20019e7d used in oncology unit, was reported by the nurse that she was unable to flush the line. This has occurred with several lines, but this is the first report.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp, 7 day was unable to flush. The following information was provided by the initial reporter: the reported feedback suggests extension set 20019e7d unable to flush. Detailed incident description: extension set code 20019e7d used in oncology unit, was reported by the nurse that she was unable to flush the line. This has occurred with several lines, but this is the first report.